Event description:
Complainant alleged that during biomed testing the device had not displayed upon powering up. Complainant indicated that there was no patient involvement in the reported malfunction.